Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported via the stryker facebook page; had a knee replaced the old fashioned way in 2020. Worst decision I have ever made. Have had more pain than with original knee. Get references & hope you picked a good surgeon. I didn't.